Manufacturer narrative:
H.6. Investigation summary : a device history record review was performed for provided lot number 1906214. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were examined and no defects were observed. Based on the provided customer feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage can result from handling during the manufacturing process or within the plunger assembly machine. However, without the defective sample, this exact cause cannot be confirmed. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked during use. The following information was provided by the initial reporter: 1. Leakage at the septum. This syringe was connected to the anesthetic drug on the injection pump during the operation. The patient was awake during the operation. Because of the leakage, the anesthetic drug did not all enter the body and did not cause adverse reactions to the patient. 2. No green claims.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked during use. The following information was provided by the initial reporter: leakage at the septum. This syringe was connected to the anesthetic drug on the injection pump during the operation. The patient was awake during the operation. Because of the leakage, the anesthetic drug did not all enter the body and did not cause adverse reactions to the patient. No green claims.